Event description:
A customer observed multiple falsely elevated troponin I results for pt samples. The biased results were not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that results generated from the emergency care center did not agree with the main lab. The main lab results more accurately resemble the pt clinical presentation. Datalog analysis and precision testing found no evidence of analyzer malfunction. Investigation by a lab specialist eliminated the transfer tubes as a possible cause. Investigation is on-going into sample handling protocols. The root cause of the event has not been determined.